Manufacturer narrative:
A ge service rep performed an on site investigation. The workstation was evaluated and replaced. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported the workstation would not turn on. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.